Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery alarm. The blood glucose reading is 108 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the esc button did not respond due to corroded keypad trace. Unable to verify no delivery alarm due to the unresponsive button. The insulin pump was received with minor scratched display window, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.